Event description:
Patient reported that they have had high blood glucose (300-490 mg/dl), and device is not delivering basal rate. Patient reported that they did not hear device clicking during delivery, and when they disconnected they did not see insulin exit infusion set tubing. Patient self-treated high blood glucose by delivering 7 units of insulin, then they switched to their back-up device. Patient did have a "cold" during this time.